Event description:
The customer reported that the bedside did not alarm for spo2 when spo2 decreased lower than 50%. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.